Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that during two vitrectomy procedures system messages were displayed and the patient's intraocular pressure (iop) in the eye felt higher than intended. The surgeon stopped the infusion using the manual stopcock. A venting valve was used to release iop and the eye returned to the intended pressure. The case was completed as planned. This is the second of two reports from this facility.

Manufacturer narrative:
The customer reported that during surgery a system advisory popped up regarding inlet pressure. The surgeon manually felt the eye/globe and verified that the intraocular pressure (iop) was higher than intended. The surgeon stopped fluid infusion via the manual stop cock. A venting valve was used to release iop and returned to intended pressure. When the correct inlet pressure was re-established the surgery was completed. The event happened towards the end of the vitrectomy. The system was last serviced on 02 june 2017. Since the event, the company service representative ran another set of diagnostics on the system. This was performed on monday, 18th september and the system passed all tests. The company representative was on site to observe surgery and noted that the four vitrectomies were completed with no problems. The system functioned as intended. The company representative believes that the issue that was encountered for this event was due to a faulty regulator connected to the gas cylinder in the operating room theatre. The staff changed the regulator to a new one which they had purchased and it appears that the new regulator was not connected correctly to the cylinder. There was a continual hissing noise with the new regulator according to the staff. On the day the company representative was on site, the new regulator was seated correctly to the cylinder with no hissing noise and no system issues. Transient intraoperative pressure (iop) fluctuation is recognized as a common occurrence during vitreoretinal eye surgery. Most vitreoretinal surgeons have been trained during their fellowship to recognize and mitigate intraoperative hypotony by adjustment of the infusion pressure and vacuum level via the console footswitch. Intraoperative, transient high intraocular pressure is not an injury. It is a potentially hazardous condition, dependent on the extent of the high iop, which must be properly managed by the surgeon. This is a temporary condition dependent on the management of infusion and vacuum levels used during surgery. During surgery, the actual measurement of the iop is rarely performed. Vitreoretinal surgeons, however, are trained to assess the iop by the visual observation of the cornea, perfusion of retinal vessels, and tactile feel of the firmness of the globe. As stated in the system operators manual: ¿the closed loop system that adjusts iop cannot replace the standard of care in judging iop intraoperatively. The surgeon must continue the common practice of informally judging the following: finger palpation on the globe, tactile feedback of the surgical instruments, retinal vessel perfusion/pulsations, presence of corneal edema. If the surgeon believes the iop is not responding to the system settings and is dangerously high, the surgeon can do one or more of the following as they deem appropriate in this situation (with care to avoid sudden hypotony): close the infusion stopcock, pinch the infusion line, remove the infusion line.¿ the system was examined and the reported system message (sm) was confirmed. The company representative used the customer¿s spare regulator and cylinder, monitoring the pressure closely, and found the system to meet specifications. The system was tested and found to meet product specifications. The infusion line is isolated from the system source pressure and therefore an elevated system source pressure would not result in an increase in patient iop or system iop control compensation. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on may 17, 2011. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported system message can be attributed to the facility¿s nonconforming source pressure supply. Based on the information obtained, the root cause of the reported ¿iop issue and increased patient iop¿ cannot be determined conclusively the manufacturer internal reference number is: (B)(4).